Manufacturer narrative:
D10 concomitant product: sl-712, sl-712 polyso rb 0 vio 90cm c16 x36, (lot number: d1a1327fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a veterinary procedure, needle detachment occurred while removing suture from the retainer. A second suture from the same lot had the same issue. An additional suture was used without issue. The problem was discovered before use on the patient.